Event description:
Luer activated valve (lav) on extension set did not seal completely allowing blood to flow back from the pt into the extension set, lav and IV administration set. These sets were being tried by the hosp between 5/16/96 and 6/27/96 as a replacement for another product. Product no longer used. MFR notified and product returned.